Event description:
It was reported that there has been some "noise" on the ventricular high rate episodes noted on device, but it is always in the section where there is only markers. It was also reported that there is occasional noise on atrial lead. The device egm source will probably be reprogrammed to ventricular lead only. The device remains in use and will be monitored more frequently. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implanted: (B)(6) 2008. (B)(4).